Event description:
A customer contacted beckman coulter inc., (bci) regarding obstruction detection sample assembly (odc) that was leaking on the ion selective electrode (ise) probe on the synchron cx9 alx analyzer. No erroneous results have been generated. No injury was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the odc.